Manufacturer narrative:
(B)(6).

Event description:
It was alleged that after a nasastent dressing was used in a procedure, the patient experienced a site infection.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the customer¿s complaint could not be verified, nor could a root cause be determined with confidence. A review of manufacturing records could not be completed because a lot number was not provided for the device in question.